Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9. Date device returned to manufacturer. H6 - codes updated to imdrf codes. Visual inspection: the x25 final tightener were received at us cq. Upon visual inspection, the tip of the device was observed to be stripped. Additionally signs of normal wear from field usage were observed on the device. No other issues were observed with the returned device. The received condition is consistent with the complaint condition, hence complaint can be confirmed for the returned device. Conclusion: after a visual inspection per guidance provided in windchill document # 0000277191, it is determined that the reusable instruments are worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot - a review of the receiving inspection (ri) for mmsi single innie x25 hex was conducted identifying that lot number gm5369505 was released in a single batch. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review - the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a surgery. During the surgical procedure, at the time of performing the final torque of the expedium 5.5 system to the internal screws, the two units sent from the reference are in poor condition, smooth, so that when tightening it slides inside the screw and does not tighten the screw completely. The surgery completed with 20-minutes delay. The patient outcome is unknown. Concomitant device reported: unknown screw (part# unknown, lot# unknown, quantity unknown) . This complaint involves two (2) devices. This report is for (1) x25 final tightener. This report is 1 of 2 for (B)(4).